Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp)¿s fill key was not working. No harm or injury to the patient was reported.

Manufacturer narrative:
Due to characterization limit, e1 event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h11 corrected field - h6 (type of investigations)

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (health effect ¿ clinical code), h11. Corrected field: g2.

Event description:
N/a.

Manufacturer narrative:
Updated fields- b4, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The customer later called and canceled the service request. No other information is available. In future if we receive any new information, the investigation will be reopened and updated.